Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4). 2017 that on (B)(6). 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6). 2017. Reportedly, calibrations were entered into both cgm devices. No additional event or patient information is available. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data. Labeling indicates: do not enter your bg values into both devices: only enter your bg value into your app or your receiver

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2017. Reportedly, the patient wore the sensor beyond seven days. Additionally, calibrations were entered into both cgm devices. No additional event or patient information is available. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data. Labeling indicates: g5 mobile sensor sessions last seven days. Labeling indicates: do not enter your bg values into both devices: only enter your bg value into your app or your receiver.